Event description:
The patient reported that during the implant of the current device, the patient had a problem with local anesthesia and patient felt the scalpel. Patient also reported that "the leads are pressing against my skin [and] I have an open cut that had never healed." Patient also reports an increase in pain where the "lower part of the pacemaker is" and it feels "like it is almost breaking through the skin." Follow up with the physician's office disclosed the patient had contacted them regarding the symptoms and patient is scheduled to be seen in about one month. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.